Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), the intended internal iliac vessel diameter for a 12mm internal iliac component (hgb161207) is 10-11mm. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm, bilateral common iliac artery aneurysms and a left internal iliac artery aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. During the procedure, the left internal iliac artery was coil-embolized. Then an iliac branch component and internal iliac component were deployed on the right side. Next, a trunk-ipsilateral leg component was implanted, followed by a contralateral leg component to bridge the contralateral gate and the proximal end of the iliac branch component. An iliac extender component was then implanted in the distal portion of the ipsilateral limb to cover the left internal iliac artery ostium. On an unknown date in (B)(6) 2018, a follow-up computed tomography scan reportedly revealed thrombotic occlusion of the internal iliac component (hgb161207a/15991003) on the right side. According to the report, the diameter of the right internal iliac artery measured approximately 4mm, and was at a potential risk for occlusion. It was reported that no intervention was required since collateral vessels had developed since the initial procedure, and no claudication was observed.